Event description:
The manufacturer received information alleging a ventilator's internal battery would not hold a charge. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. A "ventilator inoperative" and a "service required" code were observed in the ventilator's downloaded error log. The device's system board was replaced to address the issues.